Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision. It was noted that there was a total loss of capture on both leads the day of the procedure. The right ventricular lead and right atrial lead had both fractured from what the physician believed to be a clavicular crush. Both leads were extracted and replaced. During the extraction process, the left ventricular lead was damaged, so it was also explanted and replaced. The procedure took place without adverse event, and concluded with the patient having remained stable before, during, and after the procedure. The patient will continue to be monitored.